Event description:
The patient contacted animas on (B)(6) 2013 reporting that last week they received a new pump because their current pump was out of warranty. The patient stated that they programmed the pump themselves and connected to the pump on the night of (B)(6) 2013. On (B)(6) 2013 the patient stated that they blacked out in the shower for about 13 seconds. The patient stated that they checked their blood glucose (bg) was 300-400mg/dl range. The patient stated that they changed the site and the bg was at the same range. The patient stated that they took off their pump and put the old one back on and their bg went back to normal range. Customer support (cs) reviewed the pump with the patient and all settings are correct and the pump was functioning as programmed. The patient verbalized understanding but stated they do not feel comfortable using the new pump. Cs advised the patient to follow-up with their hcp in regards to blackout. The pump is being replaced. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump histories show pump was in use from 7:36pm (B)(6) 2013 until 10:58am (B)(6) 2013. No activity outside normal use observed in the black box or download history. The pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.